Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt is experiencing discomfort at the ipg site. In an effort to resolve this matter, medical patches were prescribed, however, the pain is said to have intensified. Visual examination found no discoloration, redness or swelling at the ipg site. The pt has been referred to another physician for further interrogation.